Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced pump alerts and inability to deliver insulin, including an alert 38 restart and a delivery stopped condition after approximately 9% of a dose, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and evidence indicating a component failure, with the motor implicated in the infusion failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.